Event description:
On (B)(6) 2025, when the nurse attempted to reuse the consumable, the infusion connector adhered to the infusion set after connection and could not be separated. After forcible separation, the septum remained stuck to the infusion set end and could not be removed. This prevented normal infusion therapy, resulting in wasted consumables and severely disrupting the infusion process, thereby delaying patient treatment.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of connection issues was confirmed upon inspection of the photo. Analysis of the sample showed that the clinician is pulling the connection but the septum is stuck to the connector. Bd was not able to determine the cause of the failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.